Manufacturer narrative:
Submit date: 8/28/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The buzzer had no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the buzzer had no sound. The unit was triaged and the customer¿s reported condition was confirmed. Corrosion was found on most of the components of printed circuit board including the buzzer circuit. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.